Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues and additional surgery for mesh removal. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00409. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2009 the patient underwent a gynecological procedure in order to treat stress urinary incontinence, fibroids, and pelvic pain and mesh was implanted along with the concurrent procedures of laparoscopic supracervical hysterectomy and cystoscopy. On (B)(6) 2010 the patient underwent anterior & posterior repair with mesh, uterosacral vault suspension, cystoscopy, and trachelectomy in order to treat rectocele, cystocele, and enterocele. Medications taken after the time of implant: ambien cr, sanctura xr. (B)(4).